Manufacturer narrative:
(B)(6). Patient country: the united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08 may 2024, patient encountered high blood glucose level. The patient was hospitalized for 4 hours due to high blood glucose. High blood glucose level was 350 mg/dl and current level was 156 mg/dl and treated by IV insulin drip. No further information was available.